Event description:
Info received that the head end casters will swivel around when brake is set. No injury was reported.

Manufacturer narrative:
Tech found the head end casters would swivel around when brakes is set, wheels do not roll. Cause: found worn casters. Replaced casters to resolve this issue.